Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique issue and peritonitis was confirmed because the nurse reported a break in aseptic technique due to touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a report from a consumer with supplemental information from a nurse of peritonitis. On (B)(6) 2012, the patient experienced and was hospitalized for "bacterial peritonitis." The patient was treated with tobramycin ip (dose and frequency were unreported) and discharged (B)(6) 2012. The cause of the peritonitis was touch contamination and the patient was re-trained. Dianeal therapy was ongoing. The patient was reported to be recovering from the event of peritonitis. On (B)(6) 2012, the patient was readmitted to the hospital for "yeast peritonitis." The nurse did not comment or confirm start date of ("(B)(6) 2012") as previously reported by the patient. The peritoneal effluent culture "fungus" as reported by the patient was clarified to be "yeast." The nurse could not further specify. On (B)(6) 2012, the patient's pd catheter was pulled and pd therapy was discontinued. The patient began hemodialysis on an unknown date. The patient was discharged in (B)(6) 2012 (date unknown) and was recovering from the event of peritonitis. The nurse stated the yeast peritonitis was secondary to the bacterial peritonitis from (B)(6) 2012. The events were not related to dianeal therapy, a baxter device, or disposables.